Manufacturer narrative:
The users spouse, who is his caregiver, is a nurse who discovered a pressure sore had developed while she was away at work. She found the right rear quadrant of her husbands cushion had gone flat and would no longer hold air. She treated her husbands sore and put him onto bed rest for the wound to heal. The cushion was replaced under warranty. Upon receipt of the new cushion, the suspect cushion was returned to roho for inspection. Roho inspected this cushion 4/29/2026 and discovered a hole was found on one of the cells. The cushion was dissected and the cell with the hole was found to have a crease. A crease indicates that a fold formed in the neoprene which created a weak spot for a hole to form in the neoprene.

Event description:
User's caregiver called that her husbands roho quad secect cushion had stopped holding air in the right rear quadrant. During the time the caregiver was away from the house for work, her husband developed a pressure sore from sitting on the flat quadrant.